Manufacturer narrative:
Device received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test or verify charge or battery lasts less than expected anomaly due to buttons not responding. Device received with minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump was damaged. The customer's blood glucose level was unknown. The customer reported that the insulin pump screen was scratched which made it sometimes difficult to read information, had button errors and had battery issues. The insulin pump will be returned for analysis.